Event description:
The case states that a facility was using rapicide glutaraldehyde for manual cleaning of their endoscopes while their medivators advantage plus machine was being repaired. Medivators rapicide is not approved for room temp manual hld as this product requires heat. Reported the machine had been down for two days. Potential cross contamination.

Manufacturer narrative:
Medivators field service engineer (fse) went to facility to repair their advantage plus aer and discovered rapicide glutaraldehyde was being used at room temperature manually soaking endoscopes due to their machine being down. Rapicide is not approved for room temp manual high level disinfection according to medivators rapicide IFU. The field service engineer observed that the rapicide bottle were labeled (hand written) "use as cidex." They are referencing cidex opa manual use instructions for high level disinfection instructions. The medivators fse informed the facility that their procedures of manual disinfection using the rapicide were incorrect. Rapicide requires heat to reach high level disinfection for endoscopes. Therefore, inadequate and inapprpriate reprocessing may cause patient injury via cross contamination. Their medivators advantage plus machine is now operating according to specifications after fse repaired the machine. It was reported the machine was down and the facility was manual reprocessing scopes for 2 days. This complaint will continue to be monitored within medivators complaint system.